Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. On (B)(6) 2021, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures,that production and process controls are in place to ensure that batchesconfirm to the applicable specifications before they are distributed. The fracture of a dental implant is a known long-term complication ofendosseous dental implants. The manufacturers trend analysis confirmsthat the reported implant fracture rate associated with its dentalimplants is low and remains consistent with the experience as documentedin the literature.there are different reasons why implants break and this problem has beenilluminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch1991, worthington 1992).beumer and lewis 1989 report the following causes:production / design flaws.inadequate fitting of the suprastructure.occlusal overload.bruxism.bone resorption around the implants.insufficient axle alignment of the implants.trauma.biomechanical causes.design of the suprastructure.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missinginformation and / or product from the customer. Our manufacturingq-system assures that production and process controls are in place toensure that batches confirm to the applicable specifications beforetheyare distributed.the loss of an endosseous dental implant after successfulosseointegration and restoration is a known inherent risk of theprocedure.implants may have to be removed in case one or more of the implantsuccess criteria are not met.implant success criteria according to buser et al. (1991) are:1. Absence of persistent subjective complaints such as pain, foreignbody sensation and /or dysesthesia2. Absence of a recurrent peri-implant infection with suppuration3. Absence of implant mobility4. Absence of a continuous radiolucency around the implant.the manufacturer's trend analysis confirms that the reported failurerate associated with its dental implants is below the expected failurerate for this treatment as published in the scientific literature.non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted 2020-(B)(6) in the patient's mouth. On 2021-(B)(6) loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.